Event description:
Reporter noted 25 gauge vit cutter tip hinged back at port. Had to take down conjunctiva to remove probe tip; sutured wound. No material noted in eye at that time, but CT scan done: negative for foreign body. Felt there was no pt injury. Pt has not kept last two appointments, but has spoken with dr. Reported as doing fine.